Event description:
Customer reported that pump screen was cracked and had limited visibility, preventing the patient from seeing graphs for blood sugar readings. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting.